Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unspecified symptoms. (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with two 390 cc memoryshape¿ mh silicone breast implants has experienced unexplained symptoms postoperatively. The patient reported complications, but did not specify the nature of the symptoms. As a result patient scheduled for removal on (B)(6) 2020. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated. This report relates to the left prosthesis